Event description:
Patient underwent open wedge osteotomy on 07/01/97 with placement of an ebi external fixator".1.5 weeks postop fixator jammed. Manufacturer rep. Was notified and saw the patient. No explanation for failure. Patient was returned to the operating room for fixator removal and replacement on 07/17/97. Representative felt the problem was "manufacturer error". Problem not determined, mechanism "froze". Representative took the part and returned it to the manufacturer.